Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The mother of customer reported that she wanted check the sensor glucose on the insulin pump.the display is blank. She removed battery anfd the screen remained blank. The customer's mother declined to check the blood sugar,declined to use the back-up plan, as she does'nt have one ,she declined to go to hospital, call ambulance. She was extremely angry that replacement pump is in default settings.

Manufacturer narrative:
The insulin pump was received with pump error alarm during rewind due to corroded motor home switch. No blank display anomaly noted. Unable to performed displacement, rewind, seating and basic occlusion due to pump error. The insulin pump was received with missing retainer, missing reservoir tube o-ring, cracked keypad overlay at select button, scratched case, severely scratched display window and keypad overlay texture damage.